Manufacturer narrative:
The device intended for use in treatment, was not returned for evaluation. With no additional information, we cannot established a relationship between the reported event or determine a root cause on this occasion. Potential root causes include, user error, connection or damage issues. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, are currently monitored. However, this investigation is now complete with no further action deemed necessary at this stage.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that during inspection the versajet ii console was unable to engage the hand set. There was no patient involved.